Event description:
The device was used during an laparoscopic gastric bypass procedure. Reportedly, the instrument broke and a componant disengaged into the pt's cavity. The surgeon was unable to retrieve the component and complete the procedure without any pt injury.